Manufacturer narrative:
B5 - a shorter replacement lens was implanted on (B)(6) 2023 and problem was resolved. Reportedly "all good. Patient is happy." Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15+1.0/13 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was explanted and it was indicated that a replacement implant will occur in (B)(6) 2023. The cause of the event was reported as unknown.